Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 cgm displayed inaccurate values. Patient stated that the displayed cgm value was higher than the observed fingerstick value. At the time of the call, patient reported sustaining no injuries and sought no medical intervention.